Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that there was no hemolysis. No further reporting will be provided as this does not represent a reportable event.

Event description:
Customer reported potential hemolysis in the 3rd draw cycle during a plasma collection procedure. After 2 more draw cycles and 3 return cycles the device alarmed "4402: potential hemolysis detected " on the 6th draw cycle. The solutions were correctly attached and no clots were observed in the channel or channel lines. Per the customer "the set was looked at, no hemolysis observed" patient outcome unknown at this time. The collection set is not available for return because it was discarded by the customer.

Event description:
Customer reported potential hemolysis in the 3rd draw cycle during a plasma collection procedure. After 2 more draw cycles and 3 return cycles the device alarmed "4402: potential hemolysis detected " on the 6th draw cycle. The solutions were correctly attached and no clots were observed in the channel or channel lines. Per the customer "the set was looked at, no hemolysis observed" patient outcome unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.